Event description:
The reporter stated the surgeon implanted a micl 12.1 implantable collamer lens in the right (od) eye in 2008. Patient developed a cataract due to inadequate vaulting. Lens was explanted in 2009. Another iol lens was implanted. Patient is doing well, last bcva was 20/20.

Manufacturer narrative:
Evaluation method: lens work order search. Results: a review of the lens work order search was performed and no similar complaints were found. Conclusions: (no conclusion can be drawn). Based on the complaint history, work order search, a specific root cause of the event could not be determined. It should be noted that the lens has not returned for evaluation.